Manufacturer narrative:
No patient contact.. Lens was not implanted lens was not implanted hence not explanted. Device evaluation: product evaluation was not performed because the product was not received. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had haptic that was not completely in the folder and was bent. There was no patient contact. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 27, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received inside of the original handpiece's cartridge. The lens was overridden by the plunger rod as well. The handpiece was disassembled and the assembly was inspected, no issues that could contribute to or cause the observed issues. The lens was removed from the cartridge and cleaned, revealing that the lens was damaged and portion of the haptic was detached. The complaint issue of ¿dc-haptic damaged¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that some information for section b5 in the initial report submitted was inadvertently missed. These information are another johnson and johnson lens was implanted, event occurred prior to insertion into the patient's eye, customer claimed that inner seal of pouch was received intact, and that the lens was damaged in package. Also, in section "g4" field in the initial report it should have been populated with "no", but was inadvertently left blank; therefore, the information has been corrected in this supplemental MDR report and the following field has been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.